Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Photo shows implanted iol. Marks/lines are visible over the iol optic. No determination can be made if the observed mark is over the posterior or anterior surface of the iol. Based on our observation of the attached photo, marks/lines are visible over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A opthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a film/deposit noted on the anterior surface of the lens after implantation. Patient impact is unknown. Additional information was requested.